Event description:
It was reported there was some external damage to the battery area. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is out of mechanical specification. Upper and lower cases, side bail covers, and battery drawer are broken. Battery release is contaminated. Ring cover, one case screw, side bails, and ring are missing. Lead flex cover is contaminated.